Event description:
It was reported that this patient felt unwell after physical effort. The patient measured their heart rate, and noted it decreased from 60 bpm to 52 at that time. Technical services (ts) assisted with a device transmission and referred the patient to the health care professional (hcp). This device remains in-service. No adverse patient effects were reported.